Event description:
A medtronic representative reported that the navlock tracker locked up while navigating a tap tip during a spinal fusion case and it was not possible to separate them. This issue occurred while navigating the tapping of the last pedicle. The surgery continued without navigating the tapping of the last pedicle. There was no impact to the patient outcome reported.

Manufacturer narrative:
As reported, the tap and tracker are locked up and cannot be separated. Also, there is bony material blocking the tap.